Event description:
Event description cpi received information that the patient had received inappropriate shocks. The patient also has an implanted cpi pacemaker. It is suspected that the aicd is oversensing the pacemaker's atrial output. Further investigation will be done to determine the cause and resolution.